Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not removing air from the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and to remove any residual air from the cartridge. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.